Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the 02 lamp was broken. The device was replaced by the field service rep. There were no reported adverse consequences to a pt as a result of this event.